Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the battery compartment was cracked below the bumper pad. Unrelated to the issue, the u groove on the back of the pump was damaged and a low profile clip could not be inserted. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.